Event description:
It was reported the unit burned. Visual inspection of the unit revealed that internal components were bent and a segment of the lead wire had broken, allowing a spark to contact the fabric foundation and causing a 1/2" burn hole. We were unable to determine the cause of this report.